Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire failed to cut. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received (B)(4) 2013 - a universal olympus active cord was used in conjunction with the dreamtome.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire failed to cut. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. Although the exact event date is unknown, it was reported that the procedure took place approximately one month prior to (B)(6) 2013. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Product was not returned; therefore a physical evaluation of the device could not be performed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The determination of a root cause could not be completed without analysis of the device involved; therefore the most probable root cause of the event is undeterminable.